Manufacturer narrative:
Product analysis: as reported, the tip of the driver was found to be broken off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery at sacroiliac and thoracolumbar region. Intra-op, head of the driver broke off in the screw. There was a delay of less than 60 minutes as a result of this event. There were no patient complications as a result of this event.